Event description:
Technician alleged the head of the bed would not raise.

Manufacturer narrative:
Technician found the valve guide tube sticking. Tech cleaned the valve guide tube to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.